Event description:
On (B)(6) 2014, the distributor contacted animas alleging a battery life issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/05/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 05/28/2014 with the following findings: during investigation, a review of the black box showed evidence of short battery life on 04/13/2014 illustrated with a sudden voltage drop. During evaluation, the sleep current was found to be out of specifications. The sleep current returned to the required specification after the cgm board was unplugged board from the printed circuit board. A cold solder connection was found with the pin on the cgm circuit. The sleep current returned to normal specification after the pin was re-soldered and re-attached. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. In addition, the battery compartment was cracked at the threads. The returned battery cap was able to fit securely to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).